Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced multiple incidents of elevated blood glucose (bg) levels, ranging between 258-600 mg/dl. The customer delivered manual injections and increased basal rate to 200% to stabilize bg levels. The contact stated that the while the infusion set was disconnected from the customer and insulin was being delivered, the amount of insulin exiting the tubing did not match the amount reported to be delivered. The contact changed supplies prior to contacting tandem technical support (cts). During the call with (cts), a system check was performed which indicated that the pump was functioning as intended. The contact acknowledged that the insulin exiting the tubing during system check appeared to be the correct amount requested. During follow up the next day, the contact stated that they had attached the customer¿s previous non-tandem pump to the same infusion set and the customer¿s bg level was responding while on the non-tandem pump. The contact felt that the tandem pump was not delivering basal insulin properly.